Event description:
Patient reported left side "knot on the outer edge if the implant", "implant has gotten hard", pain, visibility/palpability, and sensation - increase/decrease, and capsular contracture, baker grade unknown. Patient also reported varied injuries (elevated sediment rate, elevated creatinine kinase), fibromyalgia (body aches, stiffness, fibromyalgia, joint pain, fatigue), autoimmune/connective tissue disorders, and vitiligo, not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.